Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case on the battery tube side, missing reservoir tube o-ring, missing retainer ring, peeling serial number label, and faded end cap address label.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. The customer stated that the reservoir was lock into place. Customer stated that insulin pump was dropped from dresser. Customer stated that height of drop was 2 feet surface vinyl floor. Customer stated the reservoir was leaked due to reservoir barrel was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.